Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery alarms. The caller also reported that the customer experienced high blood glucose levels. She stated that the no delivery alarms stopped occurring, but the customer still had high blood glucose. She stated that he had changed the infusion set, which seemed to resolve the alarms, but his blood glucose rose from 230 mg/dl to 350 mg/dl. She stated that just before he started work, his blood glucose rose up to 450 mg/dl, and he treated with manual injection. They were advised of various possible causes of high blood glucose, and he was advised to call when he arrived home in order to perform troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.